Event description:
It was reported via repair work order that the brakes would not disengage due to alignment/adjustment of the steer cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.